Event description:
On (B)(6) 2012, a vns treating physician reported problems with his handheld computer. The handheld screen is black and remains black when he tries to turn the handheld on. The physician kept the handheld plugged in all night and the handheld still would not power on. A hard reset was performed without success. No patient was involved. Good faith attempts for further information have been made but have been unsuccessful.

Event description:
On (B)(6), 2012 additional information was received when it was discovered that the issue with the handheld is not that the lock button is locked and that the model of handheld is an x50. The handheld was again reported to not be able to turn on. The handheld, flashcard, serial/power cables were returned to the manufacturer for product analysis however they have not yet been received.

Event description:
On (B)(6) 2012, the handheld and flashcard were returned for product analysis. On (B)(6) 2012, product analysis was completed on both the handheld and flashcard. It was confirmed that the handheld could not be powered on or off and the cause was determined to be associated with a missing battery cover. Once a known good cover was installed, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device failure related to the battery cover is suspected, but did not cause or contribute to a death or serious injury.